Event description:
It was reported that the patient's device eroded through the skin. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.